Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise. Additionally, the left ventricular (lv) lead exhibited increased thresholds. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise. Additionally, the left ventricular (lv) lead exhibited increased thresholds. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. No anomalies were found. Both the proximal and distal conductors of the lead became extrinsically distorted due to kinking/buckling and to pulling/stretching/overstress. There was blood on both the proximal and distal conductors of the lead and they were not obstructed. The outer insulation of the lead was extrinsically breached due to melting, exhibited cosmetic melting, and developed cosmetic esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the three lead segments that were returned were thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find the explanation for ¿increasedthresholds¿ described in the event. Results for electrical testing were within specified parameters. Although severe explant damage was observed, no other anomalies were discovered regarding the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.